Event description:
It was reported that the site had a case that was very difficult to get auto registration to work, the site felt it was because of the locatable guide (lg) but did not attempt to use a replacement. The physician chose not to complete the case using the super dimension system with the pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
It was reported that a component of the system (the locatable guide) would be returned to superdimension for eval. The superdimension system allows for manual registration if automatic registration is unavailable. This cancelled case may have been avoided if the case was continued using manual registration. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l potential risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
(B)(6) 2011 the locatable guide was returned and tested and found to function normally. Additionally, on (B)(6) 2011, the system underwent a routine preventive maintenance and the system was found to be functioning normally.